Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect of deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The caller felt wetness on the adhesive pad and believes the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the pod was activated on (B)(6) 2012 at 11:30 am and at 7:30 pm, her son's blood glucose measured 234 mg/dl. He was eating about 60 grams of carbohydrate and took a 7.4 unit insulin bolus. At 7:04 am the next day, his bg measured 406 mg/dl and his breakfast contained 60 grams of carbohydrate. An insulin bolus of 14.65 units was delivered. Her son was sent home from school because he was vomiting due to high bg. At 11:51 am his bg measured 499 mg/dl which was corrected with a 9.45 unit bolus. The pod was deactivated at 12:14 pm and the mother believes that the cannula was not in, as the adhesive was wet. There was also blood on the adhesive. She activated a new pod and his bg started to lower.